Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a 2008t machine did not detect a blood leak that occurred during a patient's hemodialysis (hd) treatment with a braun revaclear (non-fresenius) dialyzer. Additional information was provided during follow-up by the clinical coordinator. The blood leak was visually observed by the facility staff approximately 20 minutes prior to the completion of hemodialysis (hd) treatment. The blood leak was confirmed to be internal. The staff maintains that the machine never alarmed to indicate that a blood leak had occurred. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. Treatment ended approximately 20 minutes early. The patient's estimated blood loss (ebl) was approximately 180 ml. A fresenius field service technician (fst) was called onsite to evaluate the machine. A simulated treatment was performed and the the machine provided a blood leak alarm without issue. The calibration of the blood leak detector was verified to be within range. No parts were replaced. The blood leak detector was determined to be operating as expected as the reported issue could not be duplicated.

Manufacturer narrative:
Correction: h3, h6 (types of investigation)

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a 2008t machine did not detect a blood leak that occurred during a patient's hemodialysis (hd) treatment with a braun revaclear (non-fresenius) dialyzer. Additional information was provided during follow-up by the clinical coordinator. The blood leak was visually observed by the facility staff approximately 20 minutes prior to the completion of hemodialysis (hd) treatment. The blood leak was confirmed to be internal. The staff maintains that the machine never alarmed to indicate that a blood leak had occurred. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. Treatment ended approximately 20 minutes early. The patient's estimated blood loss (ebl) was approximately 180 ml. A fresenius field service technician (fst) was called onsite to evaluate the machine. A simulated treatment was performed and the machine provided a blood leak alarm without issue. The calibration of the blood leak detector was verified to be within range. No parts were replaced. The blood leak detector was determined to be operating as expected as the reported issue could not be duplicated.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a 2008t machine did not detect a blood leak that occurred during a patient's hemodialysis (hd) treatment with a braun revaclear (non-fresenius) dialyzer. Additional information was provided during follow-up by the clinical coordinator. The blood leak was visually observed by the facility staff approximately 20 minutes prior to the completion of hemodialysis (hd) treatment. The blood leak was confirmed to be internal. The staff maintains that the machine never alarmed to indicate that a blood leak had occurred. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. Treatment ended approximately 20 minutes early. The patient's estimated blood loss (ebl) was approximately 180 ml. A fresenius field service technician (fst) was called onsite to evaluate the machine. A simulated treatment was performed and the the machine provided a blood leak alarm without issue. The calibration of the blood leak detector was verified to be within range. No parts were replaced. The blood leak detector was determined to be operating as expected as the reported issue could not be duplicated.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). A simulated treatment was performed and the the machine provided a blood leak alarm without issue. The calibration of the blood leak detector was verified to be within range. No parts were replaced. The blood leak detector was determined to be operating as expected as the reported issue could not be duplicated. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer did not find objective evidence indicating a product problem, thus the complaint is unconfirmed.